Event description:
The MFR's rep reported a patient's pump was explanted and replaced electively after 94 months implant duration due to battery depletion. The pt signs/symptoms were documented as "not applicable". The final pt outcome was listed as "pending". The drug contained in the patient's pump was lioresal intrathecal (2000 mcg/ml) delivered at 325 mcg/day. The MFR's device registry indicated that the patient's catheter was revised with the placement of a new pump connector. Additional info has been requested, but was not available at the time of this report.

Manufacturer narrative:
Final device analysis revealed the proximal catheter piece has a hole that corresponds in the location to the end of the metal pump connector pin.